Manufacturer narrative:
The philips field service engineer (fse) could not duplicate the reported issue, but did see in the error log, error code 1105. The fse replaced the power management pcba, user interface pcba, and the user interface to power management pcba cable. The device passed all performance verification tests and was returned to the customer for use. The device was being set-up for patient use. There was no patient or user harm reported.

Event description:
Problem statement: the customer reported that the unit logged a check vent alarm led failed message. The device use is unknown. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse walked the customer through verifying that the code in the significant event log is an (ec 1105). The rse advised the customer to replace the power switch overlay. The customer requested to have a field service engineer (fse) dispatched.

Manufacturer narrative:
The power management pcba was received for analysis. There was no fault found. Failure investigation was unable to replicate the reported failure.

Manufacturer narrative:
The user interface pcba and user interface cable were received for analysis. There was no fault found. Failure investigation was unable to replicate the reported failure.